Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, immersion in the actual product was found. Therefore, it was determined that a video function did not work properly due to the immersion in the actual product and the indicated phenomenon [no image] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem of no image was not confirmed. In addition, the device failed a leak test, and there was a small cut on the device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.

Event description:
A customer reported no image from the camera head during a diagnostic cystoscopy. The procedure was completed with the same device. There were no reports of patient harm.